Event description:
It was reported that a dissection occurred during predilatation of the small caliber vessel during use of the voyager nc. The xience v stent delivery systems failed to cross the lesion for treatment. As nothing would cross for treatment of the lesion and the dissection, the patient underwent coronary artery bypass. The patient is reported to be well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection, as listed in the voyager nc instructions for use, is a known adverse event associated with coronary angioplasty procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.